Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal sheath was damaged and kinked, rendering it unusable for the patient. No patient was involved. Additional information was revived on 15 may 2025: the kinked component was identified as the arteriotomy locator. A pci procedure was performed using a 6fr sheath size. It is unknown if a pre-deployment angiogram was conducted. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved using another angio-seal. The patient is stable. No concomitant medical products were used with the angio-seal.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the header bag, carrier tube, hemostasis sheath, arteriotomy locator, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and with a kink near the blood inlet hole of the assembly. No other damage or issues were noted. The sample was returned for evaluation, and a kink was noted in the sheath and locator assembly. The complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. As the device was in used condition, it is likely that as the sheath and locator assembly were inserted into the patient a kink was formed, possibly due to off axis loading of the components. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).